Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2018-00291. This report is being submitted as additional information the referenced report of the previous percutaneous lead (driveline) repair was reported under medwatch MFR report #2916596-2016-00080. Unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. The replaced segment of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a pump stop event and associated alarms. The evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the reported pump stoppage. The reported pump stoppage event was confirmed based on the information recorded in the submitted log file. The log file recorded approximately 8 days of events from (B)(6) 2017. The recorded information revealed that the system maintained the desired set speed with no interruptions below the low speed limit until (B)(6) "2018" at 21:56 when a brief pump speed reduction to 0 rpm due to a driveline disconnect. The remaining data recorded in the log file appeared unremarkable. A distal end driveline replacement was performed on (B)(6) 2018 under work order (B)(4) and approximately 17" of the external portion/distal end of the driveline, including a previous driveline repair site, was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and the test revealed that all wires were electrically intact. A break was observed in the gray shrink tubing; however, when the shrink tubing was removed, no underlying damage was observed (figure 2). Visual inspection of the wires found no insulation damage or wear (figure 3). The driveline was submerged in a saline bath to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. No alarms were reproduced after repair procedure. The patient remains ongoing on vad-57273. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic with a break in the gray shrink wrap from a prior percutaneous lead (driveline) repair. In addition, a pump off alarm occurred on (B)(6) 2017. The patient was reported to be asymptomatic. Log files analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage on (B)(6) 2017 while the system was connected to batteries. This type of behavior has been linked to potential issues with the driveline. The physician requested a driveline repair after ¿unroofing¿ an internal portion of the driveline. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. No additional information was provided.